Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2016. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. During hospitalization, the patient was treated with unspecified injection and unspecified infusions, administrated via intravenous drip. At the time of this report, the patient was recovered from this peritonitis event. Pd therapy was ongoing. No additional information is available.